Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that cassette was leaking when got a line block. Patient attempted to resolve line block by full supply change upon removal of cassette they noticed a bit of humidity inside of the pump. Patient dried out the pump and changed the battery and noticed kinked cannula. The line block was due to kinked cannula. There were patient involvement and no harm.